Manufacturer narrative:
The affected product was discarded by the customer and therefore not available for laboratory investigation. A review of similar complaints with a already performed laboratory investigation was done on 2020-11-09 with no complaints found. The product in question was produced in 2020-06. The review of the non-conformities during the period of 2020-06-15 to 2020-11-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded based on this the failure could not be confirmed. The most probable cause of the reported event could be coagulation which led to the reported decrease of flow. According to the IFU quadrox-ID adult 1.3 / g-605 / 03 the following could have led to coagulation: absence of adequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis, and ischemia. Weigh up the benefits of extracorporeal circulation against the risk of systemic anticoagulation. Use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular interval thus the reported event was most probable not attributed to a device related malfunction. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the event. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Spoke with (B)(6) ccp from (B)(6) hospital. He states that a patient was on ecls support with a quadrox-ID oxy and a non-getinge pump. Staff started to notice a slight noise coming from the quadrox and closely monitored. Shortly after, they noticed a decrease in flow to patient. A decision was quickly made to change-out the quadrox and flow returned to normal with the new quadrox. (B)(6) stated that this was likely normal due to normal clot process with patient but the account is asking for unit to be returned for inspection to rule out any device problems. (B)(6) said that there was no impact on patient condition or outlook. He further indicated that no additional information beyond this initial complaint will be available as he shared all info possible. Patient is male, (B)(6). I will request a return kit to be sent via separate email. Complaint ID: (B)(4).